Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. The customer's address is unknown. (B)(6) USA has been used as a default. (B)(4). Investigation summary: level b investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for label information missing (expiration date) on lot # 0074214. A review of risk management (B)(4) indicates that the potential risk of this specific reported incident (syringe, label information missing) was captured and addressed. Investigation summary: no samples were returned therefore the complaint could not be confirmed. If samples are received in the future the complaint will be reopened for further investigation. As per manufacturing: due to this batch being produced in 2012 and files are retained for 7 years, no DHR review can be completed. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that bd insulin syringe with bd ultra-fine¿ needle had no expiration date. This was discovered before use. The following information was provided by the initial reporter: material no. 328438 batch no. 0074214. It was reported that box had no expiration date on it. Verbatim: medical professional called stating she was cleaning out the medical clinic and came across a box of the bd syringes with no expiration date. Copyright date of 2007 on product box. Product was not used. Advised that bd tests the products for up to 5 years and this box would be expired.